Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the spring was broke on the drill. It was reported that it was bent and the ring appeared to be broken, and was jamming in the drill guide. The case was completed using a straight awl in place of the drill. No adverse event reported.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned device was examined. The tip was found to be bent and the c-ring was broken but intact around the shaft. The cause if the issue is unknown. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding the proper usage of the device.